Event description:
It was reported to boston scientific corp on (B)(6), 2009 that a resolution clip device was used during a procedure performed on (B)(6), 2009. According to the complainant, during the procedure, the physician used the blue gripper and pushed the white handle to make the two meet. The physician realized that the sheath was "too long" due to the fact that the clip was still not fully exposed from the sheath. There was approx two minutes delay and the device did not exacerbate the bleed. The procedure was completed with another resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
This is an initial report. The customer's product has been returned. The connectivity issue was not confirmed and the transmitter was sent for further investigation. A follow-up report will be sent once investigation results are available. Remedial action 2954323-04/14/2009-002-c was reported (B) (4) on 14 apr 2009.

Manufacturer narrative:
Returned transmitter was visually inspected and confirmed to have cracks in the battery area. Leak testing was also performed. The returned transmitter passed leak testing. Based on these results, this issue is not associated with remedial action 2954323-04/14/2009-002-c.

Event description:
A customer initially reported a connectivity issue with their freestyle navigator transmitter. Upon product investigation, a cracked lower housing was observed on the returned freestyle navigator transmitter. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.